Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-01-13 was reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No alerts in the review date were marked as "acknowledged" prior to deactivating. Review of the ilet report shows a "more than usual" meal announcement dose was given at 5:22 pm when cgm glucose was 169 mg/dl. Cgm glucose begins to rapidly decline, going below range at 6:23 pm. Cgm glucose is below range for 25 minutes total, less than 54 mg/dl for a total of 15 minutes, with a nadir glucose of 48 mg/dl. No evidence of device malfunction was found in the engineering logs, including speaker malfunctions. The ilet appropriately triggered all low glucose alerts and was not found to be making basal requests for insulin delivery throughout the low event reviewed. The ilet did not resume basal requests until after cgm glucose was at least 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the ilet report, and the device logs, the ilet operated as intended. The likely assignable cause for this hypoglycemic event is the user underestimating the carbohydrate content of their meal and delivering a meal announcement that was too large, resulting in excess insulin on board relative to their insulin need. The user received appropriate re-education on the appropriate ways to announce meals and respond to hypoglycemia. They have since returned the ilet.

Event description:
On 1/15/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event. The event occurred on 1/13/24. The user reported they were home alone with their young children on saturday, (B)(6) 2024, and did not hear the ilet alerting them to a low bg (alarms were turned on, but said the beeps were too quiet for to hear). The user's mom called the user to let them know their cgm glucose were in the 40s mg/dl, and they needed to treat the low. The user stated their mom told them they were not making any sense and had difficulty knowing what to do. The mom had to verbally walk the user through putting the user's child in the crib, then going to the kitchen to get juice, drinking the juice, and then getting nasal glucagon to have on hand just in case. The user ended up not having to use the glucagon but felt that if the mom had not called and walked them through treating the low, they would not have been coherent enough to treat the low on their own. The user disconnected from the ilet, returned to previous therapy (mdi), is doing well, and will have a follow up with the cds to discuss returning to the ilet. The cds discussed this plan with the user's healthcare provider (hcp) who was in agreement. On (B)(6) 2024 the cds had a zoom call with the user and the mom to review the ilet reports and discussed what happened regarding the low bg event. The cds discussed keeping dexcom low alerts on their phone and the follow app to family since the user has difficulty hearing the ilet alerts. The cds also discussed treating lows, how to appropriately announce meals based on the user's usual intake, and not under or over announcing meals based on bg. The user has since decided to return the ilet.